Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Recurrence is a known adherent risk of the surgery and is listed in the IFU as a possible complication. In follow up with the contact davol has requested additional information, including but not limited to product codes and lot numbers. The contact was unable to provide any additional information at this time. The product code of the mesh alleged to have been implanted has not been identified, therefore, this file will reflect a bard flat mesh. The maude event report documents an explant date of 04/14/2017, however, the contact could not confirm explant of the mesh. The contact reports that the patient is disabled, for multiple reasons unrelated to the mesh, and does not have the requested information at this time. As reported the patient will work on gathering the relevant information and contact davol when this information is obtained. Based on the information available at this time, no conclusions can be made. Should additional information be obtained, a supplemental MDR will be submitted. This file represents the bard mesh alleged to have been implanted in 2007. A separate MDR was submitted to represent the bard mesh implanted in 2009. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw 5069173): "I had an umbilical hernia repair with surgical mesh product (2007). I had another hernia surgery in 2009 with same mesh which I have learned that was recalled. I have another hernia that needs surgery now but experiencing multiple problems abdominal including pain and problems with intestinal tract and areas surrounding where surgeries were done."